Manufacturer narrative:
H1: type of reportable event updated. No serious injury occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that there was no mention of infection whatsoever.

Manufacturer narrative:
Continuation of d10: product ID a71400, serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated they are in an implant and impedances show that 0, 1 and 2 are 40k ohms (when checking various reference electrodes) but the rest of the contacts are fine and showing as green. Caller stated hcp has already taken lead out of ins, wiped it off and reinserted. Troubleshooting was not required. Technical services (tss) suggested swapping lead tails in the ports of the ins and/or running stim for a few minutes to see what impedances show. Tss reviewed impedances may be temporary or it could be a true issue that may not resolve and they may not be able to use those 3 contacts for programming. Caller stated that the tablet they had been using in the or, had "hit the floor" right before the case but they turned it on/off and it connected with the ins just fine so they used it for the case. However, when they were trying to connect to ins in recovery, the tablet wouldn't reconnect to the ins. Caller speculated maybe there was an issue with their tablet given that it had been dropped and there were impedance issues in the or and it wouldn't reconnect to ins in recovery. Caller stated they used a second tablet in recovery and connected to the ins, checked impedances and all impedances were normal. Caller noted that from or to recovery, the patient had been flipped over. Caller stated that just today, they noticed with both tablets, while checking impedance, the progress bar would get to 55%, freeze, then keep progressing, get to 81%, freeze and then finish. Tss reviewed that impedance issue may have been resolved due to patient positioning (being flipped over while in recovery) and that inability to reconnect to ins with the first tablet may have been due to it timing out due to going between or/recovery. Caller wanted it documented that the physician is aware of this issue. Caller stated the last follow-up they received was regarding an infection in which the physician had pus come out onto his hand so clearly the physician was aware of the infection.